Manufacturer narrative:
No report of patient involvement. (B)(4). The gehc biomed performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported the unit indicated a system malfunction. There was no report of patient involvement.